Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned and analyzed. The issue was confirmed as having occurred in the field. During visual inspection evidence was found that it would be related to the reported problem (fluid intrusion). The unit was tested on an in-house system and failed buttons test (tornado button felt sticky). The unit was also tested on a patient side cart fixture test platform (pftp) and failed buttons test (tornado down). As part of a further investigation the switch assembly was inspected, and fluid intrusion was contaminated the axes controller spar button board3 (acsb3) printed circuit assembly (pca) and clutch switch. The complaint was confirmed based on failure analysis. The probable root cause is attributed to fluid intrusion on the acsb3 in the usm. This issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to patient clearance not working. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm.

Event description:
It was reported that during a da vinci-assisted isolated lysis of adhesions surgical procedure, the user informed the technical support engineer (tse) that they encountered an issue with the patient clearance button on a universal surgical manipulator (usm), which was not functioning properly. The user attempted to unroll the usm twice without success. The tse explained that the usm was at its rotational limit and needed to be undocked and rotated in the opposite direction to return to the center of its range of motion. Despite these instructions, the user was unable to resolve the issue and proceeded with a limited range of motion. The user abandoned the usm2 and continued with the procedure as planned using the remaining usms. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.